Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot# unknown, product type: catheter . (B)(4).

Event description:
The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant product: product ID 8781, lot # 0205483793, product type catheter. Additional review identified the lot number for the catheter.

Event description:
It was reported the patient had a cerebrospinal fluid (csf) leak from their lumbar incision. The lumbar site was also swollen and draining fluid. It was later noted the csf leak and infection were unrelated to the device. It was reported the 'intrathecal catheter was in place and the pump was functioning normally'. The pump and catheter were explanted and pump was returned. The patient was reported to have recovered without sequela.